Event description:
It was reported in a journal article that the pt was admitted with total occlusion of the left superficial femoral artery (sfa) treated with percutaneous implantation of a self-expanding nitinol stent. The pt's course post-stent implantation was complicated by the development of stent fracture with sfa perforation and a large, compressive intramuscular hematoma with deep venous thrombosis (dvt). The pt returned to the catheterization laboratory where the fracture and perforation were successfully treated by the deployment of another stent across the fracture site. The dvt was initially treated with an inferior vena cava filter until anticoagulation could safely be instituted.

Manufacturer narrative:
The attached journal article contains info regarding this event, which occurred over a year ago. According to the physician, this event was reported to the previous MFR of this device in 2007. This medwatch report contains new info rec'd in september, 2008, and is being submitted by c.r. Bard, inc, the current MFR of the device. The device history records could not be reviewed as the lot number and specific catalog number are unknown. The stent was not evaluated, as it remains implanted. Based on the info available, the root cause of the event is unknown. This application represents an off label use for this device. The lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree.